Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a heat rash under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient had a virtual doctor's appointment and was prescribed, clotrimazole-beta meth cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.